Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a surgery. The cause for surgery and additional information regarding the reported event was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.